Event description:
During use of the cautery by surgeon, the bovie arched to the small bowel and caused a small wound. Wound was closed with suture and observed for no other complication. Bovie removed and new obtained.